Manufacturer narrative:
Other, other text: additional information was provided that no patient injury was reported.

Event description:
It was reported that when the pump was plugged in it was exhibiting a depleted battery message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the top case front left corner. Review of the event history log showed an occurrence of a "depleted battery" alarm. Functional testing included running the pump through the power up process and found that the pump alarmed "depleted battery" when plugged in. The investigation determined that the interconnect board not working as intended was the cause of the reported issue. The interconnect board was replaced. As the device was beyond a year from the manufacture date and with no indication of a manufacturing defect found during evaluation, no device history record review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation. B3: unknown; no information has been provided to date.